Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump did not accept a charge from a replacement charger, with the charger showing a blinking green indicator when the ilet was placed and functioning normally when charging a phone; the device was correctly oriented and different outlets were tried, indicating a device issue consistent with premature battery discharge and a battery component problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including synced device logs. Investigation of this case revealed an energy storage system problem consistent with premature discharge of the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.